Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtr clip was inserted and the leaflets were successfully grasped. The clip was attempted to be deployed; however, while establishing final arm angle (efaa), the clip opened roughly 15 degrees. Efaa was attempted several more times, but the clip continued to open. The physician decided to remove the clip and replace it. Two clips were then implanted without issues, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident identified from this lot. Based on information reviewed and without a confirm failure mode, a cause for the reported clip opening in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.